Event description:
After 13 years of successful cochlear implant use, this pt began to complain that pt was hearing static even without external equipment. The pt decided to not use the device for several years. The implant was tested in 2005 for proper function. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is scheduled for 2005.